Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. The sensor plug is properly seated and no physical damage was observed on the sensor patch. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Inspected the plug assembly. Cracked sensor neck was observed. The cause of the cracked sensor neck is likely attributed to shipment of the used sensor back to adc for investigation. In addition, sensor state 5 is an indication of normal sensor termination and full wear by the user, therefore the cracked sensor neck observed during investigation occurred post-wear. The passing of all tests during the investigation indicates that the cracked sensor neck did not impact the sensor's ability to still generate an accurate glucose reading. Sim vivo testing (simulation of the electrical signal produced by the sensor tail) was performed and all results were within specification. This issue is therefore not confirmed. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "scan again in 10 minutes" message with the adc device was reported and the customer was therefore unable to obtain readings. As a result, the customer experienced seizure and was unable to self-treat, and was provided injection of glucagon by anon-healthcare professional (non-hcp) . There was no report of death or permanent injury associated with this event. Adc customer service is currently in the process of making additional attempts to gain further information and a follow-up will be submitted when more information is obtained.

Manufacturer narrative:
The product has been requested back for an investigation. At this time product has not yet been returned. If the product is returned, a physical investigation will be performed, and a follow-up report submitted. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A "scan again in 10 minutes" message with the adc device was reported and the customer was therefore unable to obtain readings. As a result, the customer experienced seizure and was unable to self-treat, and was provided injection of glucagon by anon-healthcare professional (non-hcp) . There was no report of death or permanent injury associated with this event. Adc customer service is currently in the process of making additional attempts to gain further information and a follow-up will be submitted when more information is obtained.